Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Sensing atrial average lead impedance trend steady at approximately 413 ohms and no oversensing observed. (B)(4).

Event description:
It was reported that the right atrial (ra) lead electrogram appeared fuzzy like noise. A possible far field r-wave (ffrw) oversensing beat was noted. It was also reported that the right ventricular (rv) lead had slightly risen threshold. The leads remain in use. No patient complications have been reported as a result of this event.